Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and screen was frozen. Customer¿s blood glucose level was 86 md/dl. Customer observe time clock for one minute and clocked was stopped. Insulin pump screen was not completely blank, customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. Insulin pump did not alarm following new battery insertion. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display.